Manufacturer narrative:
The blood pressure monitor was requested back from the patient but has not yet been returned. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
Patient reported that their livongo blood pressure monitor caused her arms and her fingers to get numb.